Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes premature eol/rrt. The device was programmed to high outputs and atrial and ventricular lead impedances were at the low end of the acceptable range.